Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon receipt, the monitor was unable to power on. Upon investigation, the capacitor c19 was damaged and leaking electrolytic fluid, which damaged the computer/analog and defibrillator pcas. The cause of the inability to power on was the damaged pcas. The root cause of the damaged capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor wasn't able to power on.